Event description:
Pt on telemetry monitor and has internal defibrillator which went off as pt felt it - on recall pt was in torsades and the alarm never went off at the nurses desk. Alarms cannot be shut off.